Event description:
Information was received indicating that a smiths medical pump is alarming when the latch is closed. There was no patient present at the time of the event. There were adverse events reported.